Manufacturer narrative:
Covidien reference: (B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The field service engineer (fse) to perform software installation.

Event description:
It was reported that the 840 ventilator had loss of communication error while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.